Event description:
This device was implanted on (B)(6) 2009. A call to technical services placed on 11/15/2013 states that they replaced this medtronic device due to auto capture on early battery depletion. Previous check was 2.9 years remaining last (B)(6) 2013, but on (B)(6) 2013, patient came to office not feeling well and his device was on elective replacement indicator. The physician was dr. (B)(6). The hospital was unknown. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).